Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: unexplained por¿s observed in the black box. No damage found to battery compartment or returned battery cap. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump boots to verify screen with audible and vibratory features. Pump was exercised for 24hrs with returned battery cap, no power interruptions were duplicated. The returned battery cap contact measurements are in specifications. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.